Manufacturer narrative:
**UDI related data quality updates only**

Event description:
It was reported on 04 november 2023 that the c6 monitor has a black screen and will not power on. It was confirmed that the monitor will not power on and a new monitor was ordered. The c6 monitor returned for investigation and it was identitfied that the monitor and monitor charger was melted. No patient harm was reported.

Manufacturer narrative:
It was reported that the device would not power on or charge. The device was returned for investigation. Device was inspected for general physical integrity, phone was badly damaged around the charging area. Device was not able to power on during testing of the device. Device was not able to be charged due to the damage of the charging port. Heat testing was unable to be performed due to the damage of the port. (Unit,c6m,a10e,u/02-01894/mt29120013) was originally the subject of the investigation, although it has been determined that the charging cord is the most probable cause of the device melt.